Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, after guidewire insertion, the target lesion was dilated with a non-boston scientific balloon, but this device was used instead because indentation could not be obtained. When loading this balloon onto the guidewire, slight resistance was felt. During advancing to the lesion, retrograde blood was noted. A balloon rupture was suspected. The balloon was not inflated. The balloon was simply pulled out and completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present inside the balloon material. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at 2mm proximal to the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues with this device. A 0.014" guidewire is required for use as per wolverine IFU. The guidewire was loaded without issue with no resistance felt. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, after guidewire insertion, the target lesion was dilated with a non-boston scientific balloon, but this device was used instead because indentation could not be obtained. When loading this balloon onto the guidewire, slight resistance was felt. During advancing to the lesion, retrograde blood was noted. A balloon rupture was suspected. The balloon was not inflated. The balloon was simply pulled out and completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.